Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the customer's blood glucose was 600 mg/dl. Customer gave herself a shot with an insulin pen. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.